Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic patient record from the event and was able to verify that the device powered off; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event involving a patient.  No additional details were provided. Physio-control has attempted to obtain additional details about both the patient and the event; however, no response has been received.